Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was shattered. Reportedly, the customer fell during a theater performance. It was noted that the display had blue and green lines and that nothing else was visible. However, the customer stated that the pump was delivering insulin. The customer's blood glucose level was not impacted. It was confirmed that the customer had a backup method of insulin delivery. Available.